Event description:
My daughter (B)(6) had lead test done (B)(6) 2019. Lead capillary, the level came back at 13 that was through the lab of pathology laboratories (B)(6) one month later had a venous icp ms. The company labcorp (B)(6) collected at (B)(6), ordered by (B)(6). That test came back one month later I've tried to get (B)(6) to order a new test to be done, but he won't, so if you could call him and tell him, mother don't want to have that done again. I've been fighting to get test redone. You can contact me at (B)(6) in any regards to this all. (B)(6) waited for days to send to the health board because I had to tell to send it, and I don't know if the venous has been sent to the health board. Their number is (B)(6) and that is the (B)(6) health board. Thank you. FDA safety report ID# (B)(4).